Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately (B)(6) 2011; the patient was taking oral medications. Eventually, the catheter was revised. Approximately (B)(6) 2011, the pump medications were lowered, and the oral meds were decreased "down to 60". It was noted the medication could not be lowered further because the patient's spasticity became worse. The patient could not tolerate going without baclofen. Approximately (B)(6) 2011, the patient experienced slurred speech. Around (B)(6) 2011, the patient had a uti (urinary tract infection). The patient was hospitalized and later transferred to another hospital. It was determined the patient had septic meningitis. The patient was treated with antibiotics. While hospitalized, the patient would not take oral baclofen. The patient was transferred to the ICU. As of (B)(6) 2012, the patient was hospitalized again due to seizures. It was also noted the patient experienced brain swelling. The patient was on oral baclofen 50 mg daily. The baclofen in the pump was programmed to simple continuous dosing at 460.4 mcg/day. It was noted that this pump dose was decreased from a high of 800 "mg"/day at one point. It was noted that other hcps h ave been lowering the patient's baclofen levels over time. The reporting hcp was attempting to continue lowering and ultimately discontinuing baclofen use. The reason for lowering the dose was due to the patient's cognitive issues that could not be determined by the hcps; the hcps wanted to "take baclofen out of the equation to determine what the issue really is and solve it". The patient was due for a pump refill "soon". The hcp wanted the pump refilled prior to discharge from the hospital. Upon discharge, the plan was for the patient to go to rehabilitation for a few weeks. It was later reported that the patient's seizures and brain swelling "were an issue at one point, but are all resolved now". The health care provider reported that they were related to meningitis. Also, noted that "all is fine with pump, no device issues at all".

Event description:
It was reported that the patient experienced altered mental status and worsening spasticity. There were no pump alarms. No diagnostic studies were performed. The catheter access port was aspirated to check for meningitis, but it was noted that they didn¿t believe "it was reprimed". The patient was currently receiving 70 mg of oral baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model 8731sc lot#: n110237017 implanted: unk explanted: unk catheter model #: 8709sc lot#: n128028001 implanted: unk explanted: unk; programmer model 8840 lot# unk serial# unknown.